Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the solution leaked from the packaging of the suture.

Manufacturer narrative:
Samples received: catgut chrom 3/0 (3) 75cm hr26 suture is received in a closed package. Preliminary analysis: inventory review: we proceed to review the available units of this product code and lot number, and it is verified that to date there are no units in stock. Quantity produced / imported: this product code and lot number produced 7,176 units in total. Background: we proceed to review the database of claims and verify that to date there are no reports of incidents, related to this product code and lot number. Analysis of sample(s): the samples received were visually checked, it was evidenced that the sutures sent by the client, leak through a small hole in the aluminum foil. This damage was caused by a defect in the mold of the sealing machine, which is not detected in the process, only after a time when the solution makes contact with the affected part of the aluminum and causes deterioration to it. The reported batch was manufactured prior to implementing the corrective action. Conclusions: taking into account that the sample provided by the customer does not meet the requirements of b. Braun, we conclude that the claim is confirmed. Actions: in relation to this cause, we have been working on corrective action (2016-ac-012), which is currently in the process of verification of effectiveness.